Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 25-oct-2015. The most recent information was received on 28-aug-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("intercourse was painful"), abdominal pain upper ("if bend over, have shooting pains in stomach"), hypoaesthesia ("numbness in legs and arms") and asthenia ("zero energy") and was found to have weight increased ("gained weight"). The patient was treated with surgery (da vinci robotic total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, weight increased, dyspareunia, abdominal pain upper, hypoaesthesia and asthenia outcome was unknown. The reporter considered abdominal pain upper, asthenia, dyspareunia, hypoaesthesia, pelvic pain and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 28-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("intercourse was painful"), abdominal pain upper ("if bend over, have shooting pains in stomach"), hypoaesthesia ("numbness in legs and arms") and asthenia ("zero energy") and was found to have weight increased ("gained weight"). The patient was treated with surgery (da vinci robotic total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, weight increased, dyspareunia, abdominal pain upper, hypoaesthesia and asthenia outcome was unknown. The reporter considered abdominal pain upper, asthenia, dyspareunia, hypoaesthesia, pelvic pain and weight increased to be related to essure. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 6-aug-2020: case became incident, patient demographic details and reporter were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.